Event description:
It was reported that during an alcohol septal ablation procedure in the left anterior descending (lad) artery. The 300cm 014 ht bmw elite guidewire (gw) was used in the procedure; however, outside the anatomy when the physician was wiping down the gw for reinsertion the tip of the wire became separated. A 190cm gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported tip separation appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during an alcohol septal ablation procedure in the left anterior descending (lad) artery. The 300cm 014 ht bmw elite guidewire (gw) was used in the procedure; however, outside the anatomy when the physician was wiping down the gw for reinsertion the tip of the wire became separated. There was no adverse patient effect and no clinically significant delay reported in the procedure. A 190cm gw was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.